Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left a side deflation device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: crease fold, wear abrasion, white calcification (approx. 80%) and opening on patch. Leak test and microscopic analysis was performed which identified: striated opening, crease sharp opening and puncture opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening a striated punctured assessed as surgical damage like consist in the use of some surgical tool. A striated opening assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported left a side deflation device remains implanted.